Event description:
It was reported that the patient had a shocking sensation every time the patient passed through a security screening device. There were no known open circuits or fractures, and the system was fully intact. The patient was currently getting therapy. Additional information confirmed that impedances were normal and no other issues were observed. The patient was instructed by a health professional to turn the device off when traveling through security devices and then turn the device back on. The patient was receiving effective therapy beyond this issue.

Manufacturer narrative:
Product ID 3889-28, lot # v920746, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).